Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer¿s blood glucose level. The technical support team provided instructions to reset the pump, and the customer successfully reset it with their assistance. The same malfunction did not reoccur after the reset, allowing the customer to continue using the pump. The customer was advised to contact support should any further malfunctions arise.